Manufacturer narrative:
H6 (add code 1503).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. The customer¿s blood glucose ranged from 130-250 mg/dl. The customer reverted to an alternate method of insulin therapy.